Manufacturer narrative:
Submit date: 10/06/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One scd express was returned for investigation for the reported condition of; powercord showing copper wire. An initial inspection of the power cord found it failed to meet operation specifications due to the insulation being pinched and exposing bare copper wiring, confiriming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The root cause of the power cord damage can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The control pcb will need to be replaced to correct the problem. The rear enclosure was also found to be damaged and was replaced. The unit was then fully tested and found to function normally and within specifications. Product scd express was manufactured in 2007. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had a non-specific issue with an scd controller. The unit was returned to a local covidien service center and the service technician found that the power cord had exposed copper wires.